Event description:
It was reported that the patient with this brady lead experienced chest pain following implantation. Device testing remained stable for threshold, with the only notable change being a 70-ohm dropped in impedance. A boston scientific technical services consultant recommended performing a diagnostic x-ray or ultrasound to rule out potential perforation. As of this time, this brady lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the performed x ray revealed no perforation.

Manufacturer narrative:
This report is being submitted to correct the outcomes attrib to adv event field (b2) in section b, adverse event or product problem; initial reporter email field (e1) in section e, initial reporter; impact codes and device codes fields (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this brady lead experienced chest pain following implantation. Device testing remained stable for threshold, with the only notable change being a 70-ohm dropped in impedance. A boston scientific technical services consultant recommended performing a diagnostic x-ray or ultrasound to rule out potential perforation. As of this time, this brady lead remains in service. No additional adverse patient effects were reported. Additional information indicated that the performed x ray revealed no perforation.